Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 -2019 -02246, 0001825034 -2019 -02247, 0001825034 -2019 -02248. Concomitant medical products: unknown part/lot; regenerex post, comprehensive hybrid glenoid, comprehensive humeral head, comprehensive humeral stem. No device was returned for review. Review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions or determine root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address unknown reasons. Attempts have been made and no further information is available.